Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented in clinic after receiving a vibratory alert for non-sustained lead noise. Upon review, myopotential oversensing on the near-field channel was observed resulting in non-sustained lead noise alert. The device was reprogrammed.